Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff encountered a repeated error c-34 on the integrated electrosurgical unit (iesu) [erbe]. An intuitive surgical, inc. (Isi) technical support engineer (tse) stated the logs confirmed a repeated error c-34. The customer attempted to power-cycle the iesu, but the error persisted. The customer explained that the surgeon will be converting to laparoscopic due to the repeated error c-34. The customer explained they encountered the c-34 error in an earlier procedure. The customer requested an isi field service engineer (fse) to follow up in order to resolve the iesu issue. There was no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted hard c-34 and c-00 errors at start up. The fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. The iesu was returned to isi for failure analysis (fa). Fa investigation did not reproduce the reported issue, "c-34 error on the erbe." The unit was tested using the same instruments, but failure was not replicated. The unit was placed on an in-house system under normal mode. The unit energized and cauterized and all ports recognized instruments.